Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant therapy: 00770302000, z.s.g.m. Cutter 2:1 ratio, (B)(4). 00770301500, z.s.g.m. Cutter 1.5:1 ratio, (B)(4).

Event description:
It was reported that the device was producing an incomplete mesh. This occurred at the living legacy foundation which is a cadaver skin bank. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
The initial report was forwarded in error and should be voided.